Manufacturer narrative:
(B)(4). Medical products: persona articular surface fixed bearing cr, cat#: 42521000410, lot#: 63128828. Persona tibia cemented, cat#: 42532006702, lot#: 63232312. Persona all poly patella cemented, cat#: 42540000032, lot#: 63171850 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00005. Product location is unknown.

Event description:
It was reported that the patient was revised twenty two months after initial knee arthroplasty due to pain, swelling and loss of range of motion.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.